Event description:
It was reported that, "patient notified he had wrong implant. Surgeon proceeded with revision surgery."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.